Event description:
Related manufacturer reference number: 2017865-2022-13364. Related manufacturer reference number: 2017865-2022-13365. It was reported that the patient presented in clinic with dizziness. The right ventricular (rv) and left ventricular (lv) leads were dislodged due to twiddler syndrome. The rv lead also exhibited failure to extend helix. Both leads were explanted, and the rv lead was replaced. During the procedure, when implanting the lv lead, the stylet could not be removed from the lv lead. The physician elected to explant this lv lead. The patient was stable throughout.